Event description:
Information received by medtronic indicated insulin pump had scratch screen. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, customer filed a complaint on (B)(6) 2021 about a scratched screen. Pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: partially detached retainer, pillowing keypad overlay, scuffed lcd window. Scratched screen not confirmed, however slight scuff present on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.